Event description:
It was reported that the catheter broke while nurse was removing. The catheter break was not mentioned to anyone until the pt presented with an infection. Surgeon found catheter during surgery to clean out infected knee. Nurse was contacted and confirmed the broken catheter.

Manufacturer narrative:
The information contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971 rev. B). The pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285 rev. C) and the directions for use (dfu 1304266, rev. F) contain a warning: "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.